Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient needed assistance with their first infusion set and cartridge change using a steel 6mm contact/detach infusion set. Guidance was provided to complete the cartridge fill, cartridge change, and infusion set change. The patient experienced an issue with the connector not locking in place but was able to use a new connector from the same lot, number 32734, to successfully complete the supply change. Insulin delivery resumed, and blood glucose levels were unaffected and in range at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.